Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited intermittent "squeaking" noises while supporting a patient. The customer also reported that the patient "felt fine", and his fill volume was normal. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact.